Manufacturer narrative:
The customer declined the option to have their glidescope core 2m quickconnect cable and system returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the subject cable was unable to be performed as the lot number was not provided. Trending analysis for glidescope core quickconnect cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 2m quickconnect cable, the image on the connected glidescope core 15-inch fhd monitor was lagging and freezing. Following the reported incident, the facility's biomedical engineering department reported being unable to recreate the reported image issue. No delay in the procedure, use of a backup device, or harm to the patient was reported.